Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely as the estimated remaining battery longevity had decreased from five years to four years remaining over the past six months. A request was made to have technical services analyze data from this device. The results of the data analysis are not available at this time. No adverse patient effects were reported. Additional information was received with the results of the data analysis. It was confirmed that this device is depleting normally. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely as the estimated remaining battery longevity had decreased from five years to four years remaining over the past six months. A request was made to have technical services analyze data from this device. The results of the data analysis are not available at this time. No adverse patient effects were reported. It was reported that description : 6 months ago 5 years remaining now 4 years left ts: upn or model number: l310 serial or lot number: (B)(6) the device identified by the accolade MRI ssir is-1 upn/model and serial or lot number you entered is part of: minute ventilation signal oversensing (B)(6) 2017. Software is now available which eliminates the risk associated inhibition of pacing due to mv sensor signal oversensing. This advisory is no longer applicable to devices in all geographies except for taiwan and china. Software update letter (pdf,615.0 kb) physician letter (pdf,750.0 kb) patient letter (pdf,138.0 kb) hydrogen induced premature depletion pacemakers (B)(6) 2021. Physician letter (pdf,246.0 kb) patient letter (pdf,116.0 kb) ts: exclusion . Created tsr 39859 caller facility : (B)(6) hospital new attachment(s) : yes comment 1: title = notification: new e-mail on case date = (B)(6) 2023 13:29:58 owner = (B)(6) // comment 2: title = notification: new e-mail on case date = (B)(6) 2023 13:37:57 owner = (B)(6) // battery is currently on advisory and is showing slight increase in depletion based on readings 6 months ago. Patient is dependent. Please review and respond via email.